Event description:
It was reported that the right ventricular (rv) lead exhibited noise. (B)(6) technical services (ts) discussed that no right ventricular (rv) lead noise noted, but instead there was a quite noise noted on this atrial lead. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).